Manufacturer narrative:
There was no report of any malfunction of any da vinci system, instrument or accessory occurring during the procedure. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, tip-up fenestrated grasper, large suturecut needle driver, force bipolar, vessel sealer extend, and sureform 60 stapler. All multi-use instruments used in the case have been used in subsequent procedures with no complaints reported. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had significant cardiac comorbidity and died during a hybrid procedure in which a portion of the operation was robotic. The robotic portion was nearing completion when a small 0.5 mm liver injury is described with the movement of a 3rd party stapler. The procedure was converted to the open portion shortly thereafter as planned. A second unknown injury occurred during the open portion of the operation. How each of these injuries and the pre-existing comorbidity contributed to the death of this patient is unknown. No allegation of any issues have been made against any intuitive surgical products or instruments. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a planned hybrid da vinci-assisted to open gastrectomy procedure, a liver injury occurred prior to the conversion; a second unspecified injury occurred during the open portion of the procedure and the patient expired. The surgeon reported the following information to the intuitive clinical sales associate. The planned hybrid procedure was to start robotically for the mediastinal preparation, then transition to open for the abdominal portion and surgery completion. After the robotic mediastinum preparation was performed, during an instrument exchange for the final step of stapling (with a third-party laparoscopic stapler), an inadvertent movement of the liver retractor occurred, resulting in a liver injury that measured smaller than 0.5mm. The liver injury coincided with the time of the of the planned conversion. The surgery proceeded to open, where the liver injury could be fixed and the remaining open abdominal portion would occur. Information regarding the specific resolution of the liver injury and if there was any bleeding was not provided. During the abdominal portion of the procedure, a second unspecified injury occurred, the patient experienced multiple cardiac arrythmias, and ultimately expired. The patient had a history of cardiac disease, a previous heart attack, 10 coronary stents, and was high risk due to having been on dual antiplatelet medications. Additional information was requested but was not provided.

Manufacturer narrative:
Additional information: section b5: the surgeon reported that the bleeding had nothing to do with the da vinci products. No additional specific event information, including the events leading to the patient death post-the robotic portion of the procedure, were provided. No intuitive products were returned for evaluation. Additional investigation utilizing available system log files was completed. A summary of the system logs could not provide all-inclusive information as this was a hybrid procedure. A review of the site's procedure history found that that this system has been in use for multiple procedures since the reported event. An advanced system log review of the master system controller (msc) logs and dvstream events for the da vinci system were reviewed. The customer reported information indicated a potential issue may have occurred during an instrument exchange just prior to the planned conversion to an open procedure. The log review during that timeframe found that the only instrument exchange was for a vessel sealer extend (vse) instrument on arm 4. A change in the insertion position was noted on the vse approximately 6 seconds later, with it being 46mm from its original location. No relevant errors were noted at this time, and the vse was removed and arm 4 was undocked from the port cannula. A short time later, a sureform 60 stapler was docked to arm 4. No reload was recognized on the stapler, firing was not attempted, and the stapler was uninstalled within the same minute. The vse was then reinstalled but no sealing activity was performed. Approximately 2 minutes later, the or staff began removing all instruments and undocking the patient cart from the patient; the robotic part of the procedure was completed. The logs did not show any relevant errors during the reported timeframe. Based on review of all the relevant documentation, there is no evidence that a malfunction of the da vinci system, instruments or accessories caused or contributed to the reported event.

Event description:
Refer to h11 for follow-up information.